Event description:
It was reported that a patient presented to the emergency room due to diaphragm stimulation. Device interrogation revealed high capture thresholds and low p waves due to atrial lead dislodgement. The physician elected to explant and replace the atrial lead. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The reported events were dislodgement, p-wave amp variation, inadequate capture. Visual examination of the lead found the helix extended and covered with blood and tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported events of -wave amp variation, and inadequate capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.